Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) was confirmed. Upon evaluation, the wires in the trunk cable were coming disconnected from the distribution node, causing excessive noise. The cause for the disconnected wires was a faulty solder connection. The root cause for the faulty solder connection cannot be positively determined, but is likely the result of an assembly error. No adverse event resulted from the open connection. The patient received a replacement electrode belt.

Event description:
A (B)(6) female patient's son-in-law contacted zoll customer support to report that he is receiving constant check belt messages. The patient was issued a replacement electrode belt.